Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Please see the updates in sections: g4, g7, h2 and h10. On (B)(6) 2020, the olympus field service engineer picked up the device and connected it to a 4k processor to verify the complaint of no image, only color bard. There was no patient injury, infection or medical intervention required. The procedure was completed using another camera head, which was the same model. However, the serial number is unknown. The connection was secure. No foreign objects were observed on the electrical contacts. The device was inspected. No damage or abnormalities were observed. The camera head was compatible with the ancillary equipment used. The camera cable did not appear to be damaged. It is unknown if the camera head has ever been dropped. The settings used are unknown. The cable cord did not appear to have any kinks, twists or buckles. How the device is stored is unknown.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer investigation. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. As the results of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation. It was confirmed that there was no unevenness. The legal manufacture presumed that this phenomenon occurred because the cable unit broke down and I could not communicate with the processor and the camera head. The legal manufacturer checked the product shipment record, but there was no problem with the device. The lm reported that the most probable cause for the reported event is as follows: the legal manufacturer believes that the breakdown of the cable unit is due to the handling of the user. The legal manufacturer confirmed the contents of this event were described in the instruction manual. The contents of the instruction manual at the time of shipment of the product were checked for damage to the cable, and there are the following descriptions. It is determined that this will prevent indication phenomenon. Do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object.

Manufacturer narrative:
The unit was returned to the service center for evaluation. The customers complaint of the processor does not recognize the camera when it is connected was confirmed due to a faulty cable. In addition, the label on the rear cover was noted to be fading. The unit was repaired and returned to the customer. The investigation is ongoing and if additional information is received this report will be supplemented accordingly. This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. An investigation has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
The service center was informed that during preparation for use, the function of the imaging system was loss due to the processor not recognizing the camera when it was connected. There was no report of patient involvement.